Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had air bubbles in the reservoir a couple days prior to the call, and that there have been no delivery alarms as well. The patient's blood glucose at the time of incident was 16 mmol/l, and the caller confirmed that there were other high readings as well. The caller stated that the customer went through two reservoirs the other night and three the night of the call. Troubleshooting was initiated for the no delivery issues. No apparent damage or anomalies were noted on the pump. The self test was performed and the device passed. However, the caller declined to execute the high pressure test since they just changed the infusion set that night. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care provider's instructions. Two of the suspect reservoirs will be returned for analysis and five replacement reservoirs were shipped to the customer.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.